Event description:
A cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump, provided the customer with instructions on storage mode, and advised on steps to follow upon receiving the replacement pump. The customer will use a backup therapy to ensure insulin delivery is uninterrupted during the replacement process.